Manufacturer narrative:
(B)(4). The customer reported the battery needed to be replaced to be replaced where the battery failed and the device unexpectedly shutdown during pt transport. Another battery was brought in to resume pt transport and there was no reported adverse pt impact. The customer isolated the issue to the battery. This a malfunction of the battery where the battery failed causing an unexpected shutdown on the device.

Event description:
The customer reported the battery needed to be replaced where the battery failed and the device unexpectedly shutdown during pt transport.